Event description:
It was reported that during pre-surgery, it was observed that the motor device was not working and not running. There were no delays to a planned surgical procedure as a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was not confirmed. Therefore an assignable root cause was not determined. However, during investigation, it was observed that the device had low rotations per minute. The assignable root cause was determined to be due to a worn spindle from normal wear and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.